Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced chronic pelvic pain, stabbing, burning, tingling, aching and cramping. The patient has needed ongoing analgesia and is looking to have the device removed. No additional information is available.